Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, no patient involvement. If explanted, give date: not applicable, no patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a zcb00 15.5 diopter intraocular lens (iol) haptic was broken. Through follow up it was learnt that when the technician inspected the lens upon opening the package, the haptic did not look right. The lens was never loaded into the inserter. There was no patient contact with the lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.